Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 1 second, the balloon burst and was vertically torn. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.